Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the aviva system within 7 minutes: 539 mg/dl, 497 mg/dl, 522 mg/dl, 199 mg/dl, and 108 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.